Event description:
This was a left-sided lead extraction procedure to remove four leads due to occlusion, pain at pocket site, and system upgrade. Each of the leads was prepped with an lld. All four leads required being worked on sequentially using two different laser sheaths (14f and 16f) and a 13f evolution in order to progress. The rv lead was freed up first using the evolution (after also being worked on with the 14f and 16f glidelight) and once the lead came free, the physician passed a guidewire through the evolution to maintain access. At this time, a drop in blood pressure was noted. A sternotomy was performed and a 2cm tear at the svc/ra junction was found and repaired. The physician believed that the lead had endothelialized and had become part of the wall, thus when the lead freed up it opened the vessel (this endotheliazation was not able to be seen prior to the extraction procedure per the physician). It was also noted by the physician that the leads were tangled through the innominate and svc. Because of the possibility that the glidelight may have contributed to the injury, this event is being attributed to the glidelight, although it cannot be ruled out that the evolution may have caused/contributed to the injury. All of the leads were removed manually during the sternotomy. The patient survived the intervention.